Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During seeg surgery, the surgeon noticed two similar communication error on the device. The first one appeared when the robot moved on the right temporal point of the patient, during automatic scan of contactless registration. The second was noticed when the robot was on trajectory. The surgeon restarted the device after each event and he continued the surgery.

Manufacturer narrative:
The data log files of the device (B)(4) were reviewed for investigation purpose. The analysis confirmed that a software bug caused the reported issue.